Event description:
Report 5 of 8: it was reported while using bd bbl¿ india ink reagent droppers that one dropper had grainy dye making it unusable. There was no health impact or consequence reported.

Manufacturer narrative:
The manufacturing location for this product is rr donnelley. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - bd had not received samples or photos for investigation. Therefore, retention samples were visually examined, and no issues were observed relating to precipitate as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of precipitate. A root cause was unable to be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 5 of 8: it was reported while using bd bbl¿ india ink reagent droppers that one dropper had grainy dye making it unusable. There was no health impact or consequence reported.